Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port implantation procedure. During the preparation of a port placement procedure, a rupture of the introducer needle connection was discovered during the unwrapping and pre-filling wash. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary : although the physical device was not returned for evaluation, one photo and one video were provided for review. The video shows a leak from the needle luer. Therefore, the investigation is confirmed for the reported fracture and identified fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h4, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port implantation procedure. During the preparation of a port placement procedure, a rupture of the introducer needle connection was discovered during the unwrapping and pre-filling wash. Further, the introducer needle was allegedly found to be fluid leak. The procedure was completed using another device. There was no patient contact.